Event description:
It was reported that during a gastrectomy procedure, when the devices were fired, there were unformed staples. Add'l suture was performed. There were no adverse consequences to pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.